Manufacturer narrative:
Innovative health, llc became aware on 13-oct-2022 of a report from (B)(6) on a viewflex xtra ice device that would not steer and produced a completely black image during a procedure. Innovative health received the device for evaluation on 17-oct-2022. Upon investigation, the distal tip of the device was found to be fractured. The tip did not fall off completely and was attached to the shaft. Furthermore, the initial report of a steering failure and imaging failure were confirmed. No injury was reported.

Event description:
This device was reported as not being able to steer, and the image went black during the procedure. Investigation of the returned device identified a fractured tip. No patient injuries were reported.